Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip was bent and stuck in the jaw so it was not functioning. Surgery was not delayed. Opened a new clip applier. The procedure was completed successfully. No fragments were generated. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 10 clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted.